Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor as a result of an unrelated hip replacement surgery the patient reported having in (B)(6) 2023. The event details stated patient had not been able to communicate with their ipg since the reported surgery. The patient stated that they had not enabled surgery mode prior to the hip replacement surgery but had only turned off stimulation. The device was able to be placed back into therapy application state, with no issues, after which it exhibited normal device characteristics during the rest of analysis.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure wherein the device was not placed into surgery mode. Surgical intervention may be pending to address the issue.